Event description:
In (B)(6) 2010, the unit broke through the patient¿s skin. The patient¿s health care provider (hcp) confirmed that the pocket was infected with erosion of the pocket. The battery protruded thru the pocket. Perioperative antibiotics were administered. Diagnosis of infection was on (B)(6) 2010. The patient did not have (B)(6). The patient experienced redness and pain. Type of organism cultured was staphylococcus. IV antibiotics were administered. Partial device system explant was noted but further stated the battery was removed on (B)(6) 2010. The infection resolved. No drug withdrawal noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3987a, lot # n096219, product type lead; product ID 7434a, serial # (B)(4), product type programmer, patient; product ID 748925, serial # (B)(4), product type extension. (B)(4).